Event description:
Customer reported the system is displaying a lift switch error and not completing boot up. No patient injury was reported.

Manufacturer narrative:
Phone fix. Customer was pressing lift switch during boot up. This MDR is related to ge healthcare complaint number.